Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 19-oct-2022. H6: investigation summary: it was reported the syringe appears to have something growing in it, possibly mold. To aid in the investigation, four samples were received for evaluation by our quality team. One sample came in an opened packaging blister and the other three samples in sealed packaging blisters. A visual inspection was performed. The three samples in sealed packaging blisters had no defects or imperfections observed. The sample received in an open packaging blister has embedded degraded resin in the plunger rod. The sample was sent to a laboratory for analysis. The analysis report confirmed that there was no mold and that the foreign matter observed was embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 2210414. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the syringe appear to have something growing in it. Possibly mold. The defective product was noticed prior to being used on a patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the syringe appear to have something growing in it. Possibly mold. The defective product was noticed prior to being used on a patient.